Event description:
During a laparoscopic assisted vaginal hysterectomy on 10/8/92, the endo gia did not provide hemostasis. Two cartridges were used. The surgeon decided to do an abdominal hysterectomy to prevent further bleeding. All endo gia's with same lot number were pulled 10/21/92 and are to bereplaced. One used suture cartridge was discarded. All cartridges with the dsame lot number will be removed from usedevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, mechanical tests performed, visual examination. Results of evaluation: component failure. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service, other. Invalid data - on device destroyed/disposed of status.